Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their remote monitor was unable to locate the implanted device. Troubleshooting was performed, however telemetry was unable to be established. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.